Event description:
A pt reported blood glucise results of "297 mg/dl" with a lifescan meter and "195 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips and control solution were replaced.